Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture and perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture and perforation. The patient reported becoming aware of filter fracture and perforation of filter struts outside the inferior vena cava (ivc), approximately thirteen years and four months post implant. The patient also reported anxiety related to the filter. According to the medical record the indication for filter placement was a severe head injury and would be bed bound, there was concern about the risk of clots. The filter was placed via the femoral vein. A pigtail catheter was used to visualize the vena cava, there were no clots observed and the left renal vein could be seen clearly. The filter was deployed in a good position in the infrarenal area without complications. This was confirmed with a post procedural venogram. The patient tolerated the procedure well and was returned to ICU. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records state that the indication for filter placement was the patient had a severe head injury and would be bed bound. The filter was also placed due to concerns about the risk of clots. The filter was deployed via the patient's femoral vein under fluoroscopic guidance using the seldinger technique. A sheath and dilator were placed in the infrarenal position. They were flushed and an injector was attached (10 for 20 injection in the ap). The physician was not happy with the filling of the artery. The dilator was removed, a wire was placed over this and then passed a pigtail catheter and redid the injection (50 for 30). This provided better visualization of the cava. There were no clots and the left renal vein could be seen clearly. The dilator and wire were replaced and the tip of the catheter was positioned at the appropriate location using bony landmarks. The filter was deployed in a good position in the infrarenal area without complications. This was confirmed with a post procedural venogram. The patient tolerated the procedure well and was returned to ICU. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture and perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported events approximately thirteen years and four months after the index procedure. The patient continues to experience stress related to the filter.